Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The patient experienced dizziness. The cgm alerted and was reading 300 mg/dl and the blood glucose reading was high. The patient went to the ed. In the ER, her reading was high in cgm the doctor took her finger stick bg- 647 mg/dl. She was treated with insulin 85 units, IV and discharged after 8 hours. When she went home her bg was 332 mg/dl and her cgm- 200 mg/dl after the medication during her ER visit. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.